Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service alarms. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm was observed in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.